Event description:
It was reported per field service report: pump on pt. The pump is less than 12 months old. Symptom: pump had excessive offset alarms while on pt. Findings/action taken: replaced fiberoptix sensor (fos) board, noticed that pump would say "previously zeroed" even though a different fos tester/cal key was inserted. Problem corrected by replacing fos bracket. Also replaced broken ECG connector.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.